Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery test or verify the compromised force sensor system alarm due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was 67mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.